Event description:
Using a syringe (2 times) and a vacutainer (1 time) with a safety needle attached, the phlebotomist drew a blood sample. After the phlebotomy procedure was complete, the phlebotomist attempted to utilize the protective device that is supposed to cover the needle for safe removal from the syringe. While attempting to secure the device to the needle, the device broke off, leading to a needle stick for the phlebotomist.